Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that following catalys laser treatment the doctor noticed an etching/overlay around the temporal portion of the capsulotomy with a small tag. The doctor removed the free floating portion manually in the operating room using the continuous curvilinear capsulorhexis (ccc) technique; the capsule tore (temporal center) due to this action. The clinic reported the new lens was successfully placed in the capsular bag. The patient is being monitored.